Event description:
Complainant alleged that the medics were defibrillating patient who presenting a ventricular fibrillation heart rhythm. The medics began defibrillating the patient with the device in AED mode. The medic administered a first shock at 200 joules, and a second shock at 300 joules, but when they attempted to deliver a third shock to the patient at 360 joules, the device delivered only 300 joules. The medic then switched the device to manual mode and delivered a 360 joule shock to the patient. The complainant indicated that the patient subsequently expired.